Event description:
It was reported a peritoneal dialysis (pd) patient reported to fresenius she experienced an infection and was transitioned to hemodialysis (hd). There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2022 following the inability to drain during a ccpd treatment on the liberty select cycler at home. The patient had their pd catheter (not a fresenius product) removed shortly after admission and the hospital obtained a peritoneal effluent fluid for cultures. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2022 were unavailable in the patient¿s hospital discharge paperwork; however, it was stated the patient had both a fungal and bacterial infection. A white blood cell (wbc) count taken in the hospital on (B)(6) 2022 exceeded 6000/mm3 (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the pdrn witnessed the patient not washing hands and not wearing a mask during a pd treatment at home. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime for three weeks (dosages and frequencies unknown) and oral fluconazole (dosage, frequency and duration unknown). The patient had a central vascular catheter placed on (B)(6) 2022 in favor a hd for renal replacement therapy. It was unknown if the patient underwent an hd treatment while hospitalized. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd on an in-center basis post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during pd therapy as reported by a medical professional. Touch contamination is the leading source of transmission of peritonitis causing pathogens. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported a peritoneal dialysis (pd) patient reported to fresenius she experienced an infection and was transitioned to hemodialysis (hd). There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse (pdrn), it was reported this patient was hospitalized on (B)(6) 2022 following the inability to drain during a ccpd treatment on the liberty select cycler at home. The patient had their pd catheter (not a fresenius product) removed shortly after admission and the hospital obtained a peritoneal effluent fluid for cultures. Peritoneal effluent fluid cultures taken in the hospital on (B)(6) 2022 were unavailable in the patient¿s hospital discharge paperwork; however, it was stated the patient had both a fungal and bacterial infection. A white blood cell (wbc) count taken in the hospital on (B)(6) 2022 exceeded 6000/mm3 (exact count unknown). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained the pdrn witnessed the patient not washing hands and not wearing a mask during a pd treatment at home. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime for three weeks (dosages and frequencies unknown) and oral fluconazole (dosage, frequency and duration unknown). The patient had a central vascular catheter placed on (B)(6) 2022 in favor a hd for renal replacement therapy. It was unknown if the patient underwent an hd treatment while hospitalized. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd on an in-center basis post-discharge.